Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture and pain from the rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an extended opening on radius, and the device was underweight. A visual and microscopic analysis were performed which identified a sharp opening on the radius side due to a surgical impact opening, stress marks on the shell, wear abrasion, fold creases and a 40-millimeter dark patch edge material inside the gel. A dimension measurement in the shell was performed which identified the shell thickness within the specification. Based on the device analysis, the final assessment is a sharp opening on the radius side due to a surgical impact opening.

Event description:
Healthcare professional reported a left side rupture and pain from the rupture. Device was explanted.